Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. One of 2 sensors failed with cannula broken/broken part missing. 1 remaining sensor passed per spec. With accurate readings. Also found 2 sensors with retracted cannula unable to confirm customer received sensor in said condition due to customer having returned opened/used.

Event description:
The customer reported via phone call that he put the serter on the sensor, and when he tried to insert it, the needle pulled out of it. The customer was advised that this may have been a manufacturing issue and that the needle hub may not have been fully attached to the sensor. The customer also reported that the sensor was not communicating properly with the transmitter, and he received lost sensor alerts. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.